Manufacturer narrative:
(B)(4). The device was not returned for analysis. It should be noted the hi torque guide wire instructions for use states: do consider that if a secondary wire is placed in a bifurcation branch, this wire may need to be retracted prior to stent deployment because there is additional risk that the secondary wire may become entrapped between the vessel wall and the stent. The investigation determined the reported difficulties to be related to user technique and the foreign body in the patient appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the distal right coronary artery (rca). A stent was deployed and the whisper ms guide wire that was being used for side branch protection was being pulled through the space between the outer diameter of the deployed stent and the vessel wall with resistance. Due to operational context, the guide wire became jailed under the deployed stent which contributed to the scraping of the guide wire when it was removed from the anatomy. A substantial amount of the polymer covering was found to have peeled off the core/coils at the distal portion. It is very likely the scraped/peeled portion remains in the anatomy. The procedure was successfully completed with the remaining stenosis to be 0%. There was no reported clinically significant delay in the procedure. No additional information was provided.